Manufacturer narrative:
Unit was received with multiple lines of missing segments due to cracked and slightly bleeding lcd glass. Moisture damage on all electronic assemblies noted. Corrosion on motor assembly noted. Unable to perform insulin pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, and operating currents measurement due to partial display. Unable to verify prime/fill anomaly due to partial display. Unit was received with minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
The customer reported via phone call that she was unable to refill the cannula and only half of the insulin pump's screen was working. Customer's blood glucose level was 137 mg/dl. The display did not return to normal after inserting a battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.